Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with noise. The noise was reproducible with coughing. Programming changes were made but the noise was still being sensed. Further programming changes were discussed but not performed.

Manufacturer narrative:
Correction: entered the implantable cardioverter defibrillator model and serial number instead of the ventricular lead.